Manufacturer narrative:
Based on the information available for assessment, a relationship between the remunity pump and the patient's cognitive symptoms cannot be confirmed. Efforts to obtain additional information from cvs specialty pharamcy are currently ongoing. Any new information, relevant to the event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 18-apr-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 21-apr-2026. The patient's caregiver reported that at approximately 6:30 am on (B)(6) 2026, the patient's remunity pump was routinely switched and their infusion was resumed with a new cassette and infusion site placement. A few hours later, while the patient was at school, it was reported that their eyes were "glazed over," and they were stumbling, slurring their words, and having trouble comprehending. The patient was taken to a local hosptial and tests were performed to assess for possible causes of the patient's cognitive impairment. During this time, the patient's caregiver removed the remunity cassette and saw that medication from the cassette had leaked into the pump. It was further reported that the patient was discharged from the hospital the same day and was restarted on remodulin via their backup remunity system. The patient's caregiver reported that the patient had noticeable improvement since then and was doing much better.